Event description:
Adverse event(s): "unplanned anterior vitrectomy" (vitrectomy) "pc tear" (capsular bag tear). Product problem(s): "could not get the vitrector onto the console without force" (fitting problem). The facility reported during a phaco procedure a pc tear occurred. While trying to connect the vitrector, the nurse could not get the vitrector onto the console without force. Another nurse was able to connect the vitrector and the case was completed without delay or injury.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The cpc fitting was replaced to correct the issue. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).